Event description:
On (B)(6) 2005, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported a possible type I endoleak was identified by computed tomography (CT), the date is unknown. The aneurysm sac measured 7.5cm. There was a reintervention on (B)(6) 2015. It was reported the aneurysm sac has grown from 5.7cm to 7.5cm since placement of the gore® excluder® aaa endoprostheses on (B)(6) 2005. The physician implanted a 26mm x 3.3cm gore® aortic extender endoprosthesis to address the questionable type 1a endoleak. A 27mm x 10cm gore® iliac extender endoprosthesis was placed distal in the right common iliac artery to address the questionable type 1b endoleak. The physician could not assess the cause of the endoleaks due to not being able to visualize the endoleaks angiographically before the placement of extensions. The endoleaks were resolved and the patient tolerated the procedure.

Manufacturer narrative:
Additional devices implanted and/or related to this event: pxc201000/03705668, pxc141000/03668899, and pxc201200/03554929. Patient medications: pantoprazole, glucosamine-chondroitin, mirtazapine, lovastatin, lisinopril, fluticasone, caffeine, aspirin, amlodipine, and albuterol.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications.the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.